Event description:
It was reported to philips the device failed at the therapy stage of op check. There was no patient involvement.

Event description:
It was reported to philips the device failed at the therapy stage of opcheck. There was no patient involvement. A philips repair bench technician evaluated the device. The reported issue was confirmed and traced to a faulty therapy pca and processor pca. The technician replaced the therapy pca and processor pca. The device passed all performance assurance tests and was returned to the customer. As multiple components were installed in the process of repairing the device, a definitive cause for the failure could not be determined.